Manufacturer narrative:
The fse evaluated the device and found that the high voltage capacitor was malfunctioning. The high voltage capacitor was replaced the device now passes the therapy delivery rest. No further action is required. Based on the information available and the testing conducted, the cause of the reported problem was a malfunctioning high voltage capacitor. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the device's therapy delivery test failed. There was no patient involvement.